Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire and the introducer sheath were returned. The main coil and the delivery wire were not interlocked. Blood was noticed inside the introducer sheath. The main coil was kinked, stretched and detached at interlocking arm section. The functional test could not be performed due the main coil and the delivery wire were not interlocked. Under microscope, it was observed that the interlocking arm of the main coil was detached. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil performed, and it was observed that the outer diameter (od) of the zap tip and primary coil were within specifications, however the coil arm od could not be measured due to the interlocking arm was detached.

Event description:
Reportable based on device analysis completed on 07dec2022. It was reported that device was unable to advance in the catheter and was stretched. A 6mmx20cm interlock-35 was selected for use. During the procedure, an 8mmx40cm coil was released first, followed by the device. However, the device could not be delivered. The physician tried for several times to move it gently, but it could not be pushed out. When the device was removed, it was stretched. The procedure was completed with another of the same the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the interlocking arm of the main coil was detached.